Event description:
I flow received a report stating, flow rate too fast. Fill volume and medication unk. Flow rate 10ml/hour. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. No sample was returned to I flow by the customer for evaluation.